Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer disclosed that the affected procedure was a delivery. Customer reported rebooting the device, allowing user access to undisclosed medication. Customer reported a 4-minute delay to patient care. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer disclosed that the affected procedure was a delivery. Customer reported rebooting the device, allowing user access to undisclosed medication. Customer reported a 4-minute delay to patient care. Patient or user harm was not reported. This event is recorded in complaint number: (B)(4). A technical support specialist evaluated devices logs and found no conclusive evidence for the unexpected shut down. The technical support specialist requested that the customer verify the devices power source. Customer reported the device was connected to a red colored power outlet. A field service engineer was dispatched to inspect the device; the backup battery, power cable and drawer connections were confirmed operational. Customer confirmed backup battery activates upon power loss. Customer stated that they will follow up with their facilities department as they suspect the device may have experienced loss of power activating the backup battery which discharged after continuous use of the device. Device confirmed operational. Customer will continue to monitor.

Event description:
It was reported that a bd pyxis anesthesia es system unexpectedly stopped responding during a delivery. Everything was unplugged and plugged back in and the machine it came up no problem. Customer confirmed no patient harm in this case, but there was a 4 minute delay to patient care. Customer disclosed that the affected procedure was a delivery. The customer reports confirming the outlet was in good working condition.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system shut down unexpectedly during the procedure. The customer confirmed that there was a delay of 3-4 minutes in patient care. The field service engineer went on site and verified power cable, battery, and all drawer connections and installed a switch bracket on the device. The system functioned as intended after the field service engineer troubleshot the device.